Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. An arc mark was observed on the ICD can. Further evaluation of the arc mark noted the presence of silicone material. (B)(4). (B)(6).